Manufacturer narrative:
The customer report that the maxplus valve remains depressed instead of returning to its natural state (identified as valve stickdown) was confirmed based on functional evaluation of the received samples. The root cause of valve slow return/stickdown was identified as a valve molding issue (mismatch out of specification).

Event description:
It was reported that the maxplus¿ connector connected to a power injector tubing set in the radiology department leaks during use on adult patients. When the leak occurs, the tubing is disconnected from the maxplus¿ connector and the valve is found to have remained depressed instead of returning to it's natural state which leads to the connector leaking. The fluids injected are either normal saline (usually on a pre contrast test injection of around 40ml) and then the contrast injection of omnipaque 300 or 350 (approximately 100ml volume) depending on the study that was ordered,. At the time of the test injection, the leak would occur after the test injection. When the actual contrast injection occurs it will cause a leak of contrast or blood products upon injection. All studies performed at this facility are performed at an injection flow rate of 2.5mls, 3mls or 4mls depending on the study ordered. The customer stated that there has not been any adverse effects caused to patients. The customer further stated that approximately 40% of the 2-3 boxes (qty. 100/box) of maxplus¿ connectors are experiencing this issue. As the exact number of events could not be confirmed, this file will represent the reported events occurring at a rate of (B)(4). It is also noted that the customer did not collect any specific event or patient information and this file was opened to capture the generalized product concern.

Manufacturer narrative:
Medrad stellant power injector and module; td unk. Although the suspect product was requested, the product was not received, however, the customer provided new and unused products for investigational purposes. A follow up report will be submitted with failure investigation results. Patient age and dob requested but not provided, however, the customer stated that the patient's were adult patients.

Event description:
It was reported that the maxplus¿ connector connected to a power injector tubing set in the radiology department leaks during use on adult patients. When the leak occurs, the tubing is disconnected from the maxplus¿ connector and the valve is found to have remained depressed instead of returning to it's natural state which leads to the connector leaking. The fluids injected are either normal saline (usually on a pre contrast test injection of around 40ml) and then the contrast injection of omnipaque 300 or 350 (approximately 100ml volume) depending on the study that was ordered,. At the time of the test injection, the leak would occur after the test injection. When the actual contrast injection occurs it will cause a leak of contrast or blood products upon injection. All studies performed at this facility are performed at an injection flow rate of 2.5mls, 3mls or 4mls depending on the study ordered. The customer stated that there has not been any adverse effects caused to patients. The customer further stated that approximately 40% of the 2-3 boxes (qty. 100/box) of maxplus¿ connectors are experiencing this issue. As the exact number of events could not be confirmed, this file will represent the reported events occurring at a rate of 40%. It is also noted that the customer did not collect any specific event or patient information and this file was opened to capture the generalized product concern.